Manufacturer narrative:
(B)(4). There was no indication that an adverse event occurred or that the incident required any medical intervention. However, the reported issue has the potential to contribute to patient harm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient was found to have their patient line lying across the patient's neck, coincident with automated peritoneal dialysis therapy. The caregiver reported that shortly after laying the patient in the crib, the caregiver heard the white clamp hit the side of the patient's crib. Upon checking on the patient, it was discovered the patient had the patient line across their neck. The caregiver was able to remove the patient line from the patient's neck. The patient required no medical intervention for the event and the patient was not hospitalized for the event. No treatment was warranted for the event. It was not reported if pd therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.